Event description:
It was reported that during a total knee arthroplasty procedure, one blade broke at the mount. It was also reported that no pieces were left behind in the pt and no additional medication was required. It was further reported that another blade was available to successfully complete the procedure.

Manufacturer narrative:
The blade subject to this MDR is not available for eval as it was discarded. In addition, no lot number was provided for the blade, for further investigation.